Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements over 3000 ohms. The health care professional (hcp) decided to surgically abandon this lead and implanted a new one. No additional adverse patient effects were reported.